Event description:
Pt received 5 prosorba treatments using a femoral catheter which was left in place for 14 days. The catheter was removed in 2005 after pt's treatment. Two days later physician was unable to place another femoral catheter due to obstruction in the blood vessel. Pt was diagnosed with non-occlusive right common femoral saphenous dvt. Pt was taking lovenox daily but had stopped a week prior to this event. This pt had history of prior thrombi in an internal jugular cvc (not in place for prosorba). Pt was being treated for hus secondary to chemotherapy and has a dx of pancreatic ca.